Manufacturer narrative:
Additional information: update to h6 codes. The investigation was pending sterilization confirmation, products are not returning.

Event description:
Related manufacturer reference number: 2017865-2021-35294. Related manufacturer reference number: 2017865-2021-35295. It was reported that the patient presented in clinic due to swelling from infection. Vegetation was found on the right ventricular (rv) and right atrial (ra) leads. The implantable cardioverter defibrillator (ICD), the ra and rv leads were explanted. The patient was stable.